Event description:
An issue was reported involving a minimum fill notification and an unknown cause of high blood glucose levels, which peaked at 370 mg/dl as recorded by both a cgm and bg meter. The customer's blood glucose level was outside the normal range. To address the high blood glucose, the customer administered a correction bolus via the pump. Technical support, or cts, instructed the customer to check the site, tubing, and t:lock connection, ensuring no issues were present. Insulin drops were observed at the end of the tubing, confirming proper function after following protocols.